Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri) battery status. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population. The physician was concerned the battery had depleted prematurely. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri) battery status. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population. The physician was concerned the battery had depleted prematurely. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the memory confirmed the device did not reach elective replacement indicator (eri) battery status while implanted and no suspicious errors or faults were recorded. The device was implanted for five years and the projected longevity was 5.1 years. The actual rate of battery depletion fell within a normal and expected range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.